Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). The oversensing resulted in pacing inhibition. Programming changes were performed to resolve the issue. There were no patient consequences reported.